Manufacturer narrative:
The device was received by anspach. The device was evaluated. The unit was received with a damaged tip. The reported condition could not be confirmed. If add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating the device was "running hot." The event was not related to any surgical procedure or involved any injury. There was no add'l info provided.